Event description:
Pt was receiving intravenous fluids for treatment of upper respiratory infection. Fluid rate was set at 45cc per hour. Infusion device was used. Approximately ten hours into the infusion, pt was noted to have a swollen right arm. Infiltration was extensive and required immediate surgical intervention. Infusion device did not malfunction. Problem was result of operator error.